Event description:
The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. Additional information was received reporting that the lead was replaced because it had been pulled back during left ventricular lead repositioning, and there was a concern of loss of lead integrity. No patient complications were reported as a result of this event.

Manufacturer narrative:
The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. Additional information was received reporting that the lead was replaced because it had been pulled back during left ventricular lead repositioning, and there was a concern of loss of lead integrity. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure lead conductor no conclusion can be drawn dislodged.

Event description:
The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications were reported as a result of this event.